Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer accidentally kneeled on pump causing the touchscreen to become unresponsive and cracked. There was no adverse impact to customer's blood glucose. Customer reverted to an alternate pump for insulin therapy.